Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2018, which appeared to have a cell button present and some red blood cell adherence. The blood sample appeared hemolyzed by looking at the well fill image. (B)(4).

Event description:
On (B)(6) 2018, an immucor employee reported, on behalf of a customer site, an unexpectedly negative antibody screen when tested on a galileo neo instrument.